Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on 06/19/2017 alleging a case/condition (moisture ingress) - behind display issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, moisture was visible through the display lens. A leak was found in a crack at the top right corner between the display lens and the pump seal. The pump was opened to find moisture was found throughout the pump casing. The vibratory alarm was inoperable due to moisture ingress on the vibration motor.